Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 months post extravascular (ev) implantable cardioverter defibrillator (ICD) system implant, r eintervention was performed on the sub-xyphoid ev lead scar due to a furuncle that antibiotic therapy did not resolve. Resection a granuloma occurred. Approximately four months later, reintervention of the same scar for resection of a new granuloma with suspicion of infection was performed. Two months later there was local recurrence with red patches around the sub-xyphoid scar. A positron emission tomography (pet) scan indicated a sub-xyphoid incision inflammatory/infection event in which neither the ev ICD nor the ev lead were affected. The organism was identified as staphylococcus epidermidis. With no success with antibiotic therapy and several scar reinterventions, physicians decided to remove the ev ICD system approximately three months later and implant a transvenous system. No further patient complications have been reported as a result of this event.